Manufacturer narrative:
The alleged run data has been requested but not provided yet. An investigation is ongoing. A supplemental report will be filed upon the completion of the investigation.(B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant sars-cov-2 results generated for one patient sample using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system compared to retests. The original test result was sars-cov-2 positive, flu a and flu b negative. Retest on the same cobas liat system generated a result of sars-cov-2, flu a and flu b negative. A second retest performed on a cepheid system and generated a negative result for sars-cov-2. The negative results were released. No harm was alleged. The alleged run data has been requested but not provided yet. An investigation is ongoing.

Manufacturer narrative:
A customer in the us alleged one discrepant patient sample with the cobas® sars-cov-2 & influenza a/b test. This patient sample produced a positive sars result when initially run, but repeat on the same analyzer produced negative results for all targets. They sent the sample out for external testing on the cepheid assay and produced negative results as well. The negative results were reported out. Collection kit bd 220531 was used for the nasopharyngeal specimens. Although requested, the customer did not provide any data to review. Without run data, only a limited investigation focusing on the reagent lot could be performed. At this time, no issue could be identified. (B)(4). Provided reagent lot number and expiration date. (B)(4).